Event description:
It was reported that the device is not reporting diagnositc data. The device is still in use. No patient complications have been repored as a result fo this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: diagnostics storage problem observed. There were no trending charts/diagnostics in the performance data collected from the device. An unusually high parity error count was observed, but there was no evidence of power on reset. It could not be verified if there was some explanation for the high parity error count due to radiation therapy or any other potential environmental cause. Corrected data: patient date of death. Change made to device conclusion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: diagnostics storage problem observed. The were no trending charts/diagnostics in the performance data collected from the device. An unusually high parity error count was observed, but there was no evidence of power on reset. It could not be verified if there was some explanation for the high parity error count due to radiation therapy or any other potential environmental cause.